Event description:
As reported by the user facility: operators claim that the machine pulled 10kg based upon weight of pt when the machine was set to 5kg. Pt was given approx 300ml of a sports drink orally. Pt showed no signs of adverse effects and left the clinic under own power. Tech is to provide trend file. Additional information received from the customer by e-mail (B)(6) 2013: "I ran a simulated treatment with no adverse outcome 500ml = 510." Ref MFR report 3002879653-2013-00201.